Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the fracture of the cable. The cable was crimped in two areas and fractured in two areas. The cap screw was fractured and returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after tensioning the cable and locking the screw, the screw head fractured. The cable was cut and removed, and the surgery was completed with another device. No serious injury was reported, and no further information has been provided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cerlage wire fractured under tensioning. After a 15 minute delay, the cable was discarded and the surgery was completed with another device. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 00-8114-002-18, cpt 12/14 size 2 cocr 180mm std, lot: 63008940. 00-8011-010-01, 12mm/16mm plugs with inserter, lot: 63316659. 00-8018-028-03, versys femoral head + 3.5 x 28, lot: 63458694. 00-5001-049-00, bipolar metal shell 49 od, lot: 63544507. 00-5001-047-28, liner assy 47/48/49 od x 28 ID, lot: 63630956. 00-2232-002-05, integral long gtr w/ 4 cables, lot: 56654807. 00-2232-004-18, 1.8 cable assy cocr 25, lot: 63732478. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.